Event description:
It was reported that the patient did not experience a simulation sensation. It was confirmed that the device was off. The reporter stated that she did not know if the device was working. It was noted that the patient switched to program 4 and increased stimulation. It was also noted that the patient had a limit of 5.0 volts for stimulation. The reporter also stated stimulation was intermittent. It was stated that the patient could feel stimulation when the limits were set by the physician, but now did not feel it anymore. It was noted that the patient was on program 4 at 3.3 volts and increased stimulation to 4.0 volts, where she felt stimulation. The patient stayed at the current settings and would monitor symptom improvement.

Manufacturer narrative:
Product ID 3093-28, lot# v806859, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).